Event description:
Customer reported that power adapter was broken, being divided in two. There was no adverse impact to the customer¿s blood glucose level. No specific customer corrective actions were recorded, but it was noted that technical support planned to send a replacement adapter.